Event description:
It was reported the subject device had no visible image. The issue was identified before an unspecified diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation identified following reportable malfunction: water tightness is lost and noise in the image. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had no visible image. The issue was identified before an unspecified diagnostic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.